Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 9 years 9 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence and scar tissue thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents the mesh - ventralex (device #2). Additional supplemental emdr was to represent the mesh - ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per information provided by patient's attorney: (B)(6) 2006 - patient was diagnosed with epigastric umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device #1 & #2). Per operative notes, ¿the epigastric hernia sac contains preperitoneal fat was separated free and reduced. A preformed small ventralex mesh (device #1) was placed in the preperitoneal space and fascia was closed primarily with tails of mesh using sutures. The umbilical hernia sac was separated free from the surrounding structures down to the fascia completely. A preformed small ventralex mesh (device #2) was placed deep to the fascial defect and fascia was closed primarily with tails of mesh using sutures." (B)(6) 2015 - patient visited hospital for recurrent umbilical hernia. (B)(6) 2015 - patient was diagnosed with incisional hernias thereby underwent repair with removal of old meshes (device #1 & #2). Per operative notes, ¿down through the fascia the old scar tissue identified with old mesh. This was excised. There was a large fascial defect just superior to old mesh. The second old mesh was identified with a second incisional hernia just superior to it. The second piece of old mesh was removed and connected both hernias. A piece of synthetic mesh was placed around the fascial edges." Attorney alleges that the patient had hernia recurrence, adhesions and pain.